Event description:
Per the oos, this system was removed due to infection. This device was replaced with another biotronik system. Explanted system: cylos dr-t, MDR 1028232-2008-00840; selox sr 45, MDR 1028232-2008-00841; sextrox s 53, MDR 1028232-2008-00842; synox sx 60/15 bp, MDR 1028232-2008-00843.